Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an intra-medullary nailing procedure on (B)(6) 2018 in which a retrograde femoral nail (rfn) was implanted. During the procedure, an 8.5mm and a 10.5mm medullary reamer head broke. Fragments were generated and not retrieved. The broken reamer heads remain in the patient¿s intra-medullary canal. Procedure was completed successfully with no delay. Patient outcome reported as stable. Concomitant device reported: rfn nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) 10.5mm medullary reamer head. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part no.: 352.105; lot no.: 21832; manufacturing location: selzach; supplier: (B)(4) ; release to warehouse date: 08.jul.2009; no nonconformances (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Raw material lot 150 508 in quality of (B)(4) was identified and documented at coc from supplier. Hardness of 690 +/- 40 hv was measured as 699 hv. Customer quality investigation: the following investigations were performed: broken: visual inspection of the returned device at customer quality showed that the reamer head was broken into pieces. The fragments generated during breakage were not returned. The complaint condition agree with the complaint description and the complaint was confirmed. Drawings were reviewed during investigation. Dimensional inspection was not possible due to the post manufacturing damage. There were no issues during the manufacture of this product that would contribute to this complaint condition. Based on review of the DHR records there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that the device encountered excessive forces during usage which could have contributed to reported complaint condition. During the investigation, no product design issues or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.